Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 275mg/dl. The customer did not receive low battery. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and the displacement test. The insulin pump had trace download analysis confirmed, the device alarmed power error 25 and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to the connector resistance. After disconnecting and reconnecting the internal battery connector the insulin pump was monitored and functioned properly. There was no unexpected replace battery now alarms, or low battery alarms during testing.